Event description:
The following was reported to hamilton medical ag: leak test failed. Tubing disconnected between ambient valve and inspiration adapter no patient involvement.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause for the event was identified as a disconnected tubing between ambient valve and inspiration adapter, which was the cause of a leak and subsequent failure of the leakage test. The correction consisted in the reconnection of the tubing during service/maintenance. There was no reported patient, user or third party harm.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: leak test failed. Tubing disconnected between ambient valve and inspiration adapter. No patient involvement.